Event description:
Additional information was provided that this lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) noted that their device had migrated under her armpit and was subsequently repositioned. The patient then noted that the device had eroded through their incision and was repositioned again. Then the patient noted having swelling and drainage from the device incision and feeling small "shocks" from device area. Technical services (ts) discussed that some people have looser skin or muscle tone so it can be more difficult for the device to stay in place, and recommended discussing further with her physician. At this time, attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.